Manufacturer narrative:
The device was manufactured between february 26, 2019 - february 27, 2019. The device was received for evaluation. The bag was sliced in the upper right where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak fro the bottom right corner in back of the bag. Additional magnified inspection was performed and tear/hole was observed at the bottom right corner where the leak occurred. The reported problem was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole on the right corner was observed in the 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during setup and preparation. There was no patient involvement. No additional information is available.